Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024 earlier that morning the patient´s phone was alerting for ¿replace sensor¿ (sensor failure). The patient restarted several times and didn´t changed the sensor. At some point later in the afternoon the patient experienced loss of consciousness with the same sensor, the partner found the patient and tried to wake the patient up. The partner called paramedics and they treated the patient with ¿some sort of glucose¿. The paramedics took the patient to the hospital. There was no blood glucose taken during the event. The patient was admitted to the hospital for 3 days, there was no documentation about the treatment administered at the hospital. At the time of the report the patient´s bg was high (not caused by the continuous glucose monitoring but due to gastroparesis and other medical issues) but the patient was recovered. Data was provided for investigation. The allegation was confirmed via data as a sensor failure during warm-up on (B)(6) 2024. There was no data available for the alleged time and date of the incident on (B)(6) 2024. Without relevant performance data to investigate, the complaint of sensor failure and the probable cause of the alleged event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.